Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one sar was performed. There were no quality notificatiomple was returned by the customer. It was reported by the customer that the sample will not flush. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid path of the sample was open and the sample was able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model and lot numbers issued for the failure mode reported by the customer during the production build of this set. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported pressure rated ext set bonded ss 8.5" had blockage issues. The following information was provided by the initial reporter: "we have found an additional lot number that will not flush."

Manufacturer narrative:
H6: investigation summary one sample (model #22003e-07) was returned by the customer. It was reported by the customer that the sample will not flush. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid path of the sample was open and the sample was able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 22003e-07 lot number 20119619 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A definitive root cause for the customer's experience could not be determined as no occlusion or flow restriction was observed during testing of the returned needle-free connector (smartsite). Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature CAPA 1998036. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. However in this instance no occlusion was observed during testing of the returned samples. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported pressure rated ext set bonded ss 8.5" had blockage issues. The following information was provided by the initial reporter: "we have found an additional lot number that will not flush"